Event description:
The patient heating form was send today to customer. Actually the event date is unknown, waiting information from customer. Translation of the attached email: good morning, (B)(6), thank you for the confirmation of the software version without any connection,(B)(6) alerted me to the occurrence of two very close cases of burns on the left side of the patient, in the normal direction. 1st case of proven burns on the breast, obese patient, push button (shirt) in contact with the MRI hood and the breast. MRI in progress it has taken steps to isolate the patient's skin with the MRI hood. No antenna elements (flexible antenna) are in contact with the patient. I am asking for your opinion. Can we rule out the hypothesis of heating at the level of a gradient coil? Of another component? Do you have any internal probes? A monitoring of the temperature or power consumption of a component located at this location? How could we prove the absence/presence of internal heating on MRI? Your elements should allow us to make the right hypotheses. Thank you for your input, (B)(6). Biomedical engineer of the (B)(4) nîmes. Material resources department / 06 35 23 32 38.

Event description:
The patient heating form was send today to customer. Actually the event date is unknown, waiting information from customer. Translation of the attached email: good morning, (B)(6), thank you for the confirmation of the software version without any connection, (B)(6) alerted me to the occurrence of two very close cases of burns on the left side of the patient, in the normal direction. 1st case of proven burns on the breast, obese patient, push button (shirt) in contact with the MRI hood and the breast. MRI in progress it has taken steps to isolate the patient's skin with the MRI hood. No antenna elements (flexible antenna) are in contact with the patient. I am asking for your opinion. Can we rule out the hypothesis of heating at the level of a gradient coil? Of another component? Do you have any internal probes? A monitoring of the temperature or power consumption of a component located at this location? How could we prove the absence/presence of internal heating on MRI? Your elements should allow us to make the right hypotheses. Thank you for your input, (B)(6).